Event description:
It was reported that the patient underwent a gynecological procedure on unknown date and mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: concomitantly, the patient underwent a hysterectomy with cystoscopy. It was reported that following insertion, the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, and vaginal scarring. The patient underwent mesh revision on (B)(6) 2012 due to mesh exposure by implanting surgeon. It was reported that patient underwent mesh excision on (B)(6) 2012 due to mesh erosion. No additional information was provided. (B)(4) - urinary problems; undefined recurrence.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with hysterectomy and cystoscopy; due to stress urinary incontinence, abnormal uterine bleeding and dysmenorrhea.